Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv separated. The following information was provided by the initial reporter: IV tubing running propofol found broken at final "screw in point".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer reported the tubing was broken at the final screw in point, and returned one used sample of material 2420-0500. The sample was separated where the tubing meets the luer and the complaint is verified. The tubing had solvent applied, and both the male luer and the tubing passed dimensional inspection (dchu-0004 caliper). The root cause is deemed to be not following procedure and lack of use of solvent fixture, quality alert issued to personnel on 08/17/2022 to emphasize the procedure. A device history record review for model 2420-0500 lot number 22015877 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 25jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv separated. The following information was provided by the initial reporter: IV tubing running propofol found broken at final "screw in point"